Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A baseline effusion was noted pre-procedure. After the was was positioned in the laa, an increase to the baseline effusion was noted. At this time, the wds was then snapped into the sheath and the device was deployed. A pericardiocentesis was performed. No further complications were reported. The following day, the patients effusion was resolved, but they were still in the hospital for other health issues.